Event description:
Customer called on (B)(4) 2012, reporting of a clear color leak in the beckman coulter lh 750 hematology analyzer and the source could not be identified. Customer stated that the hemoglobin (hgb) parameter was also voting out (non numerical "-------" result). Customer stated that patient results were not affected by the leak and no change to patient treatment was attributed to this event. Customer was wearing personal protective equipment consisting of a lab coat, face shield and gloves at the time of the incident and no injury or exposure was reported. Field service engineer (fse) was dispatched and found a small leak in tubing under the flowcell. Fse replaced the tubing and cleaned the area where the leak was believed to be. Repair was verified and results met published specifications. Root cause of the leak was attributed to a small leak in tubing under the flowcell.

Manufacturer narrative:
(B)(4).